Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was hospitalized for low blood glucose. The customer's husband stated they had over compensated for the customer's bolus wizard, leading to their hospitalization. The husband could not provide further details about the hospitalization. No additional information provided.